Manufacturer narrative:
Pump received with excess glue on retainer and reservoir tube lip. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to excess glue on retainer. Pump received with broken belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the plastic broken off and belt clip railing broken off. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.